Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02394. It was reported that pt is not receiving effective stimulation coverage of all of his pain area. A sjm representative met with the pt. A diagnostics of the pt's scs system revealed multiple invalid lead(s) contacts. Reprogramming did not resolve the issue. X-rays taken did not show any abnormalities. Surgical intervention may be undertaken at a later to address the issue.